Event description:
It was reported during a therapeutic aquablation transurethral resection of the prostate (turp) for an enlarged prostate, the inner sheath tip broke of a hysteroscope/ gynecology scope that was left inside a patient. Blood clots made it difficult to locate inner sheath tip, and there was mild bleeding from aquablation; however, the inner sheath tip was successfully removed using the forceps from the cystoscopy tray that was completed on a later date (29jan2025). Despite a greater than or equal to 30 minutes delay, the procedure was completed using a competitor device, and no further harm to the patient was reported.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00083. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. No malfunctions of the subject device have been reported, a causal relationship between the device and the health hazards could not be established. The customer had contacted olympus technical assistance support (tac) via phone when the issue occurred and provided remote troubleshooting. The inner sheath tip broke during a procedure, causing significant bleeding. The customer switched to competitor equipment but had to end the procedure early, leaving the tip piece in the patient for removal at a later date. Tac offered to transfer the call to sales support or repairs, but customer stated they would handle it directly. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.